Manufacturer narrative:
The events occurred on an unspecified date, further described as "over the past 2 months." The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) transfer sets had a disconnection between the patient connector of the transfer set and adapter. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.